Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the item listed is the closest based on the customer description as no model number is given and said it is at least 6 years old. During a surgical procedure on the spine the tip of nerve retractor fell off into the cavity. There was no injury to the patient and the tip was extracted with no issue.

Manufacturer narrative:
Qn#(B)(4). The device was discontinued greater than 10 years ago which exceeds our document retention period. (1) sample of 185700 was received for evaluation. This product was discontinued >10 years ago and has exceeded it's expected life. Visual evaluation of the tip noted a fracture plan suggestive of sheering force. No corrosion or deficiencies of the metal were observed. No further evaluation is required.

Event description:
It was reported that the item listed is the closest based on the customer description as no model number is given and said it is at least 6 years old. During a surgical procedure on the spine the tip of nerve retractor fell off into the cavity. There was no injury to the patient and the tip was extracted with no issue.